Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. The main printed circuit board (pcb) was replaced as a preventive measure. It was also noted that the battery drawer was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator shuts off a few seconds after the battery is taken out. The generator was returned for service. There was no patient involvement.